Event description:
The consumer's wife reported, her husband used the product for an unspecified amount of time on his skin. When the patch was removed, the consumer described redness and a small blister in the area worn. The consumer's doctor advised to treat the area with triple antibiotic ointment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.